Manufacturer narrative:
This report is for an unk - nail insertion handles: radiolucent /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery. During the distal screw insertion, the power tools sound the abnormal noise and surgeon stopped using them and removed them out of the body. When he checked them on the table and triggered the handpiece, the drill bit didn¿t rotate and the radiolucent drive itself rotated. The surgery was completed successfully within 30minutes delay. The patient outcome was stable. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown) this complaint involves two (2) devices. This report is for (1) unk - nail insertion handles: radiolucent this report is 1 of 1 for(B)(4).